Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the clip did not deploy and remained closed when attempting to deploy. The issue occurred during a therapeutic unspecified procedure and was completed with an olympus back-up device. There were no reports of patient harm.